Manufacturer narrative:
(B)(4). Concomitant medical products: oss segmental femoral component, catalog # 150355, lot # 267280; oss femoral bushings set, catalog # 150477, lot # 040920; oss femoral bushings set, catalog # 150477, lot # 918980; oss yoke, catalog # 150493, lot # 991160; oss tibial bushing, catalog # 150476, lot # 581390; oss non-mod tib plate long 71, catalog # 161043, lot # 068050; cps anchor plug 12mm, catalog # 178402, lot # 930680; cps transverse pin 6pk 32mm, catalog # 178527, lot # 785050; cps sm spdl with pins 600lbf, catalog # 178354, lot # 925600; cps nut co-cr-mo alloy, catalog # 178512, lot # 885860; cps centering sleeve 15mm, catalog # 178537, lot # unknown; diah seg lock screw set, catalog # 150481, lot # 133790; cps/oss 5cm tpr adapt w/oss sc, catalog # 178711, lot # 755330; oss segmental stacking adapter, catalog # 150483, lot # 975100; oss 5cm diaphyseal segment, catalog # 150465, lot # 414310; oss 3cm diaphysel segment, catalog # 150464, lot # 556640; oss axle, catalog # 150480, lot # 584290; oss poly lock pin, catalog # 150478, lot # 210660. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2018-09174; 0001825034-2018-09178; 0001825034-2018-09181; 0001825034-2018-09183; 0001825034-2018-09418; 0001825034-2018-09420; 0001825034-2018-09421; 0001825034-2018-09422; 0001825034-2018-09423; 0001825034-2018-09424; 0001825034-2018-09425; 0001825034-2018-09426; 0001825034-2018-09428; 0001825034-2018-09429; 0001825034-2018-09430; 0001825034-2018-09433.

Event description:
It was reported that after a patient underwent a knee arthroplasty with a limb salvage system the patient went into deep flexion, against the surgeons orders, and heard an audible popping noise. The patient underwent a revision, during which it was reported that the compress nut was re-tightened and the construct was re-assembled using the same metal components with new polyethylene components. No additional information was provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.